Manufacturer narrative:
Concomitant medical products: ddbb2d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest and syncope. It was thought that the right ventricular (rv) lead experienced a pacing failure caused by a transient rise in threshold. The physician presumed spontaneous circulation was regained, and it was noted the patient¿s heart rate was 40 bpm. The patient was hospitalized and placed under observation. The rv lead remains in use. No further patient complications have been reported as a result of this event.